Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The product support engineer (pse) confirmed the issue. The fse replaced the parts t resolve the issue. Failure has been replicated. Inspection inside enclosure revealed rubbing of the fan to the enclosure due to loose housing. Lack of proper hardware on enclosure allows enclosure to skew and contact fan causing resistance or stopping of motor. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that upon initial receipt and set up of the ventilator, it was discovered that the blower housing was loose with missing nuts that was intended to affix the enclosure to the motor. There was no patient involvement.